Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 33 years and 7 months post implant of this mechanical valve, the valve was explanted and replaced with a tissue bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.